Manufacturer narrative:
(B)(4) - there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. A lot number for the device was not made available. During a shipping history review no lots could be determined. A device history record review is not available. However, a lot is not released unless it meets all specifications and quality review

Event description:
It was reported by peritoneal dialysis patient that for two nights some fluid leaked from the connection to the patient¿s catheter. The peritoneal dialysis patient later confirmed that antibiotics were prescribed patient¿s peritoneal dialysis nurse later confirmed that the patient had two consecutive fluid leaks on (B)(6) 2017 from the patient¿s catheter extension due to one hole. Patient was using the same catheter extension on (B)(6) 2017 and performed continuous cycling peritoneal dialysis (ccpd) treatments both consecutive nights. The patient was treated with antibiotic vancomycin. Patient was diagnosed with peritonitis following a positive culture result with staphylococcus epidermis. The patient was recovering and performing ccpd treatments. A cell count test was performed on (B)(6) 2017 and came as zero. The catheter extension was discarded.